Event description:
It was reported that on (B)(6) 2025, a 31mm tailor flexible annuloplasty ring was chosen for a minimally invasive cardiac surgery (mics). The ring was implanted. Although appropriate sizing was performed, transesophageal echocardiography (tee) confirmed mitral regurgitation, and non-abbott ring device was implanted to complete the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of regurgitation was observed after implanting a 31mm tailor annuloplasty ring. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue, no device history record or lot specific similar complaint review is required. Based on available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.